Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: investigation revealed that the battery compartment was cracked. The battery cap was able to secure properly to the pump and there were no issues with power loss during investigation. Testing revealed a battery compartment leak. There was evidence of corrosion found in the battery compartment. The pump casing was opened for further investigation and there was no evidence of any additional moisture damage. Unrelated to the complaint, investigation revealed that the display screen text was dim, faded, and discolored. The pump was returned with the contrast setting at the maximum of 10.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).